Manufacturer narrative:
In the case description it was alleged that the customer experienced low blood glucose (bg) values while using the system. Inspection of the patient history buffer (phb) files confirmed that the bg values were as low as 62 mg/dl. The phb files showed that the algorithm responded accordingly to stop suggesting insulin delivery during the time of the low bg values. Phb files showed that no insulin was delivered during the time the bg values were low. The algorithm was found to function as intended. An unused pod was paired with the controller and to a continuous glucose monitor (cgm) emulator. The pod was able to deliver a 5u bolus, pair with a cgm tx emulator, switch modes, and deactivate with no issues. No problems were found with the functionality of the controller. Patient history buffer (phb) and pod manager history (pmh) data were pulled from the cloud on (B)(6)2025. Cloud data from (B)(6)2025 shows that a new pod was activated and the system was running in automated mode on (B)(6)2025. 2 boluses of 3.7u and 8.3u were delivered on (B)(6)2024 at 07:26 and 12:51, respectively. The boluses were both within the range of other typical boluses delivered. The user's estimated glucose value (egv) dropped to 62 mg/dl at 16:46 on (B)(6)2025. The system was not delivering any pulses since 15:11 in response to the decreasing egvs received, as expected. No notifications or alarms were seen in these files between the time the pod was activated through (B)(6)2025. Inspection of the phb data showed that the algorithm was properly adjusting the suggested insulin in response to egvs. No abnormalities were found.

Event description:
(B)(6) hospital reported the patient had severe hypoglycemia and convulsions. The patient's blood glucose levels dropped to 62 mg/dl. Emergency services intervened and the patient was transferred to the emergency department of (B)(6) hospital but was not admitted. The patient is currently using the omnipod 5 in an open loop. The patient is reportedly due to change to the hybrid loop system in the coming weeks. Additional information received from the prestataire: according to the additional information received from the prestataire, ¿since (B)(6)2024 the patient has been saying that things are not going well, her threshold for feeling hypo[glycemia] has therefore decreased, so she no longer feels hypo[glycemia]¿. Consequently, the patient was reportedly taking fast-acting carbs (i.e. Resucrage) before alerts, out of fear. On (B)(6)2025, the patient was relaxing at home before going to pick up the children from school (she left at 4:15 p.m. With a blood glucose level of 1.03 g/l (103 mg/dl) basal rate stopped by the system). The patient reportedly activated the exercise mode [i.e. Activity feature, please see below note for more information about the activity feature] from 4:06 p.m. To 5:06 p.m. The patient reportedly went into hypoglycemia 0.62 g/l (62 mg/dl) at 4:46 p.m. On the glooko curve. The patient walked to her car and fell in the street before getting into the car. A bystander called emergency services and the emergency assessment showed cervical sprain with anterolisthesis of c4 on c5. Cranial MRI showed straight cervical spine. The diagnosis of a first convulsive seizure was made in the emergency department. The system reportedly delivered insulin at 4:56 p.m. Until 5:26 p.m. Even though the patient hasn't re-sugared yet. According to the prestataire, the patient reports a lot of lower back pain and fatigue since the incident. At the time insulet received the additional information, the patient had not renewed her treatment and was off work until (B)(6)2025. The patient has another appointment for an x-ray of her spine and a consultation with the orthopedist. According to the information received from the prestataire, the patient hasn't heard any alarms on her dexcom g6 application. The prestataire also informed insulet that the patient has been on an open loop since the event, still using the dexcom g6 sensor as well as capillary blood glucose tests. According to the information received, the patient has also been using freestyle libre sensor (in addition to dexcom g6 sensor), was stressed about falling asleep and did not sleep well. On (B)(6)2025 after follow up with the prestataire, the prestataire reported the patient "is doing well". According to the prestataire following this incident, and after validation by the diabetologist, the patient changed her system. She is now on a semi-closed loop. Note: the omnipod 5 system provides an option for modified automated insulin delivery through the activity feature. The activity feature can be useful in times when the patient needs less insulin, for example, when the patient is exercising. While activity is enabled, the omnipod 5 system does the following: reduces automated insulin delivery and sets the target glucose to 150 mg/dl regardless of the patients¿ target settings.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
Rennes adult (B)(6) hospital reported the patient had severe hypoglycemia and convulsions. The patient's blood glucose levels dropped to 62 mg/dl. Emergency services intervened and the patient was transferred to the emergency department of rennes adult (B)(6) hospital but was not admitted. The patient is currently using the omnipod 5 in an open loop. The patient is reportedly due to change to the hybrid loop system in the coming weeks. Specific treatment information was not provided. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.